Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that the 2 mm x 4 cm deltaplush cerecyte microcoil ((B)(4)) didn't detach in the aneurysm. The coil was withdrawn and the procedure was finished with same like product. There was no patient injury reported. It was reported that the pre-deployment test was performed. An adequate continuous flush was maintained through the prowler 14 microcatheter. The procedure was completed using the same microcatheter. It is unknown if the coil stretched or got damaged. There is no information available regarding whether there was any resistance or excessive manipulation required during use of the device. The coil was returned undamaged. The coil's socket ring was found pushed down inside the outer sheath and against the distal end of the resistive heating coil section. The device positioning unit (dpu) failed electrical testing. The detachment fiber failed to receive heat and melt. The most likely root cause of the coils failure to detach was due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and where this damage occurred cannot be determined. However, additional information reported that the pre-deployment test was performed. Based on this it appears that the fracture of the solder joint connection occurred during procedural use. In addition, without the return of the complete detachment system and the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
Per received report, the coil didn't detach. Further information is pending.